Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 515 mg/dl. A manual correction injection was administered to address elevated bg. A new cartridge was loaded to resolve the issue.